Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received motor error, display anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the motor error pump locked up buttons were more sensitive than before and buttons press easily screen was slightly harder to see. The insulin pump will not be returned for analysis.